Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe 1ml s/t bns there was an issue with a cracked device. It was stated ¿there was a crack in the base of the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
One loose 1ml assembled syringe was received, reported to be from batch #7212974 (p/n 301025). The sample was visually evaluated. The syringe was found to have cracks and part of the barrel wall missing, as well as middle of the barrel with missing print. Partial ink printing was found on the inside of the open crack, indicating the damage to the barrel occurred prior to the printing process. The damage observed is a rejectable condition per product specification. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for batch 7212974 (p/n 301025): manufacturing dates: 08/28/2017 to 08/29/2017. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7212974 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.